Manufacturer narrative:
Device evaluation summary: the repair was performed by a third party engineer. The engineer evaluated the ventilator and replaced the pressure plate, pressure control valve and communication board. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the (B)(6) food and drug administration (B)(6) that while in use this e360 ventilator screen was white, alarmed and the ventilator stopped supplying air. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.